Manufacturer narrative:
(B)(4). Additional information: the sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell during previous therapy was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted baxter (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during a dwell cycle. The patient reviewed the alarm log to confirm the system error. The patient had already discarded the setup. (B)(4) explained the error indicated a large amount of air had entered into the disposable set. (B)(4) then advised the patient to let their nurse know about the error. No injury or medical intervention was reported.